Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 47 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. Manufactured and distributed in the marker (B)(4) units of this code-batch. There are no units in stock. Tightness test to the samples received has been performed and the units are tight. Tested the needle attachment of the samples received and the results are: 0.310 kgf in minimum and 1.180 kgf in maximum (bbs requirements: 0.450 kgf in minimum and 1.600 kgf in maximum) one of the samples does not fulfill the minimum, but 1 low value in 15 tested units is accepted, according to the requirements of the european pharmacopoeia (ep). Additionally, we have conducted needle attachment test of 50 units according to the standard iso 2859/1 and the results fulfil the requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany. It was reported that the needle detaches easily from the thread.